Event description:
During dialysis, rn received continual "air in line" alarm. Blood tubing inspected and noted small amount of blood on pump. Transfusion paused, lines clamped and disconnected from patient, tubing removed from pump. Upon inspection of tubing, a small hole was noted in the tubing that is strung into the blood pump on the fresenius 2008 machine. A small amount of blood was not returned to the patient. No known patient harm at this time.